Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, thrombosis and restenosis occurred. The patient presented with unstable angina and a mycardial infarction. The patient was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the middle of the right coronary artery with 100% stenosis and was 15 mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre dilatation and placement of a 3.50 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. Three days post index procedure, while hospitalized, coronary angiography revealed 80% stenosis and stent thrombosis of the previously placed study stent located in middle of the right coronary artery. Ten days post index procedure; the subject underwent coronary artery bypass graft procedure x 3 with left internal mammary artery to left anterior descending artery, saphenous vein graft to 1st diagonal artery and saphenous vein graft to left ventricular branch of right coronary artery. The subject was discharged 3 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).